Manufacturer narrative:
This is our initial report on this incident.

Event description:
A false negative ssc ii control - which is a diluted anti-d, was reported on a training instrument while teaching new customers. When this actual control was run on a second tango infinity, it yielded a positive result. Furthermore the control was also retested on the first tango infinity which had previously given a negative test result and now yielded positive results. The customer returned the supposedly defective product and the affected reagents such as the reagent red blood cells for the antibody screening test and the anti-human globulin anti-igg solidscreen ii. The supposedly defective product as well as the reagents returned by the customer were tested with various samples and controls and yielded correct positive and negative results. We did not observe any false negative results. Testing by our quality control laboratory confirmed that the allegedly defective lot of solidscreen ii control functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. The affected tango infinity was inspected by one of our field service engineers. The washing process was found to be fully functional. The analysis of the log files is still ongoing.

Manufacturer narrative:
This is our final report on this incident.

Event description:
A false negative ssc ii control - which is a diluted anti-d - was reported on a training instrument while teaching new customers. When this actual control was run on a second tango infinity, it yielded a positive result. Furthermore the control was also retested on the first tango infinity which had previously given a negative test result and now yielded positive results. The customer returned the supposedly defective product and the affected reagents such as the reagent red blood cells for the antibody screening test and the anti-human globulin anti-igg solidscreen ii. The supposedly defective product as well as the reagents returned by the customer were tested with various samples and controls and yielded correct positive and negative results. We did not observe any false negative results. Testing by our quality control laboratory confirmed that the allegedly defective lot of solidscreen ii control functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. The affected tango infinity was inspected by one of our field service engineers and no indication for an instrument and software malfunction could be identified on current data. The ssc ii control failed only once and the re-testing on the same instrument revealed correct results. The failed control sample was not flagged, because the washing error message (flag 15) did not occur on this sample well. The instruments washing process was confirmed to operate within specification.